Manufacturer narrative:
The condition of a pump with a "stop" key on the channel "b" pump-head module that works intermittently was confirmed. The assignable cause was not identified by service however the pump's channel "b" pump-head module keypad was replaced to correct the condition. This issue is being investigated.

Event description:
During product eval by baxter, the infusion pump was found to contain an intermittently working "stop" key on the channel "b" pump-head module keypad. This event occurred during service.